Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vulvovaginitis ("bv/bacterial vaginitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and bacterial vulvovaginitis outcome was unknown. The reporter considered bacterial vulvovaginitis and medical device removal to be related to essure. The reporter commented: I have never had it (bv) until 2 weeks after hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: not known. Concerning the injuries reported in this case the following were reported via social media bacterial vaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter added. Event added as medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.